Event description:
Imp (B)(4).

Manufacturer narrative:
Our sales representative was present during procedure and reported that he saw what appeared to be an injury to the bladder after surgeon activated the electrode. After multiple attempts to contact the facility, we were unable to get confirmation that the patient actually sustained no injury. The same electrode was used to complete the procedure and was disposed of after procedure was completed.